Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible temporary vent blockage, prime/fill anomaly, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-397, mmt-1715kl. Customer reported insulin squirting out/dripping out during fill tubing process. Customer set up a new reservoir and tubing, restarted the load reservoir process, and insulin continued to exit out of tubing. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. No product return is required for mmt-397. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No rewind anomaly or prime anomaly noted during test. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, peeling serial number label, cracked battery tube threads, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. Pump passed required testing and no rewind anomaly or prime anomaly noted during testing. Cosmetic damage at serial number label was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.